Manufacturer narrative:
D6a: estimated as 45-days prior to event date of 24aug2024.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt) attached to the face of the closure device. The patient was hospitalized, and the physicians used a non-boston scientific mechanical aspiration system to remove the clot. The patient is expected to fully recover.